Event description:
I started having painful menstruation every 2 weeks, when I was regular every 28 days before surgery. I was diagnosed as having fibroids, didn't have before procedure. I am constantly having abdominal pain, to the point where I can not be sexually active with my partner, which has put a strain on our relationship. Now after having the essure for 6 years I am now pregnant. (B)(4).